Event description:
It was reported that several non-sustained lead noise episodes were observed via a remote transmission. Low level atrial and ventricular noises were observed and were intermittently oversensed. Myopotential oversensing was suspected. Programming changes and further testing were recommended. Patient will continue to be monitored.